Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a supply change, noted blood at the removed infusion site suggestive of a compromised infusion site, and resumed insulin delivery after inserting a new infusion set with agent guidance. Symptoms included hyperglycemia with a reported peak of 476 mg/dl over approximately two hours without ketones. Outcomes included self-management with a corrective dose of 2 units of insulin and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed a likely infusion site issue, while the specific device component malfunction could not be confirmed. It was concluded that hyperglycemia occurred with cause not definitively determined and that the event resolved after infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.